Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors did not function as it was supposed to. The issue could be related to a broken wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found that the reported issue could not be replicated or confirmed. Visual inspection revealed no damage to the instrument, including the blades. When tested on an in-house system, the instrument passed recognition and engagement checks, demonstrated full range of motion, and the grips operated properly. It also passed energy delivery testing across multiple grip orientations, electrical continuity testing, and multiple cut tests. The instrument was fully functional, and no product issues were identified. The complaint was not confirmed by failure analysis.